Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no nonconformities related to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo superficial femoral artery. A 5.5x150mm supera stent was partially deployed. The device was simply removed. The lesion was then treated with an absolute pro stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.